Event description:
Per the clinic, the patient experienced tinnitus, poor sound quality and distortion with the device after sustaining a head trauma in (B)(6) 2025 (specific date not reported). The device was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of this date of report. Additional information has been requested but has not been made available as of the date of this report.